Event description:
It was reported the customer experienced high blood glucose levels. Pump passed delivery system check. Customer uses her abdomen for site placement and reports to have a lot of scar tissue. Customer switched site placement to lower back to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.